Manufacturer narrative:
(B)(4). Batch #: u5az4j. Investigation summary: the analysis results showed that one ecr60b reload was received partially fired 1/16. The returned reload was reset and loaded into a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples met the staple form release criteria. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment stop windows, resulting in the knife pushing the one piece sled forward and locking the reload. The event could not be confirmed as no instrument was returned for analysis. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a colorectal procedure, the cartridge cut, but only delivered a partial staple line. There were no staples inside the cartridge. The surgeon used an ec60a with a new cartridge to successfully complete the procedure. There were no patient consequences.